Event description:
It was reported that the sreen froze when attempting to intubate. There was a delay of about 1 minute, the anesthesiologist was able to complete intubation with an alternate device. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation from manufacturer: the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the most likely cause of the described fault is user error. The front housing has probably been damaged by a fall, and the impact has damaged the hdmi socket, resulting in no picture being displayed. This event is filed under internal complaint ID (B)(4).